Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. Programming changes were made to address the issue. There were no patient consequences reported.